Event description:
The customer reported a leak from the bottom front of the coulter lh 750 hematology analyzer. The customer suspected the leak was from the blood sampling valve (bsv) but they did not find any disconnected tubing. The volume of the leak was about 50 cc and was not contained within the instrument. The customer did not report any error messages from the instrument at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 1/19/2015. The fse found that the blood sampling valve (bsv) knob was broken. The fse replaced the bsv knob, which repaired the leak. The repairs were verified per established procedures. (B)(4).